Event description:
Rptr had a lithotripsy on 2/22/94. His right kidney was severely damaged during the procedure. He was sent home and hospitalized in critical condition. He had to have 4 pints of blood transfused. His liver needs to be replaced and the dr said he may also have to replace the damaged kidney. He is enclosing a cat scan and dr's report. He got hepatitis in vietnam, but his liver was functioning perfectly before the procedure. When they hospitalized rptr after the procedure, they said his kidney was damaged and his liver had stopped working. (*)